Manufacturer narrative:
The device has been received. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
(B) (4). The operator of the device was a nurse. Additional information: after quality engineering review, the following was determined: the customer reported an overdelivery of heparin, programmed to infuse at 13.5 ml/hr. However, the realized rate of infusion was reported to be 100 ml/hr. A baxter technician from the product analysis laboratory (pal) was able to identify in the event history log an infusion that was programmed at the reported rate of 13.5 ml/hr on the occurrence date of (B) (6) 2009, as well as piggyback infusions at the rate of 100 ml/hr and 250 ml/hr. Review of the event history shows that the customer programmed a piggyback infusion at a rate of 100 ml/hr and a volume of 250 ml shortly after the infusion at a primary rate of 13.5 ml/hr was interrupted by a downstream occlusion. The infusion was allowed to complete at the rate of 100 ml/hr until an air detected alarm occurred, signaling the end of the bag. This indicates that the user misprogrammed the pump. Additionally, the pal technician tested the accuracy of the pump by programming infusions on channel c at rates of 13.5 ml/hr, 10 ml/ hr, 100 ml/hr, and 50 ml/hr. Programmed at the reported rate of 13.5 ml/hr on the infuscale system, the pump delivered 13.3768 ml in the one hour period, exhibiting a flow rate error of -0.91%, which is inside of the +/- 5% specification. The device was then tested at 10 ml/hr on the infuscale system, and the pump delivered 9.8597 ml in the one hour period, exhibiting a flow rate error of -1.40%, which is inside the +/- 5% specification. Next, the pump was programmed to infuse at a rate of 100 ml/hr on the infuscale system, and the pump delivered 98.9279 ml in the one hour period, exhibiting a flow rate error of -1.07%, which is inside the +/- 5% specification. Finally, the pump was tested at a rate of 50 ml/hr on the infuscale system, and the pump delivered 49.0681 ml in the one hour period, exhibiting a flow rate error of -1.86%, which is inside the +/- 5% specification.

Event description:
The facility representative notified baxter product surveillance of a colleague triple channel volumetric infusion pump which was reported to be involved in an 'overdelivery' of heparin during patient therapy. The device was programmed by a nurse at a rate of 13.5 ml/hr and infused a rate of 100 ml/hr. It is unknown if there were any audio or visible alarms on the pump during this incident. The pump was programmed by a nurse but not verified by a second nurse because it is not hospital policy. The infusion was primary and the pump was locked in primary mode. Per the risk manager, there was patient injury (specific information unknown) associated with the overinfusion of heparin. The patient was anticoagulant and therapy has been unable to resume as a result of the overdelivery. The patient was still in the hospital at the time of this report. This pump contains software which is considered unremediated.

Event description:
A customer reported receiving an e6 message on the display of their precision xtra blood glucose meter. It was then additionally identified by adc customer service that the date and time settings in their meter were not properly set, and they reported to be a user of the precision link data management system. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft break occurred. The lesion being treated was located in the heavily calcified distal right coronary artery (rca). The lesion was pre-dilated using a 2.5x20mm apex balloon. The physician tried to advance the 2.5x16mm taxus liberte stent but was unsuccessful. When the stent delivery system was removed a kink was noticed in the catheter shaft and then the shaft broke in half. The physician attempted to cross with another of the same device, but was again unsuccessful. The procedure was completed with the placement of four non-bsc stents. There were no patient complications and the patient condition was listed as "ok".

Manufacturer narrative:
(B) (4). Device evaluation: the pump passed self-test. The pump ch-c was tested for accuracy per procedure (B) (4) and found within specification (specification: +/-5%). The pump ch-c was tested at customer reported rate 13.5ml/hr, pump delivered -0.91%. The pump ch-c was tested for 10ml/hr pump delivered -1.40%. Pump ch-c was tested at 100ml/hr for 1hr, pump delivered -1.07%. In addition pump ch-c was tested at 50ml/hr for 1hr, pump delivered -1.86%. Performed following tests from service manual: self-test, keypad and panel lockout switch test. Pump passed all test. Upon inspection of the channels, jaw is level and the epoxy is secure on all phms. The ch-a phm (B) (4) was visual inspected and found communication cable connector on phm was bent and tube load motor loose. The customer's reported problem could not be duplicated. Accuracy tests were performed and all values are within specification. Per the event history, the customer programmed channel c to run at the following rates: 13.5ml/hr, piggy 250ml/hr and piggy 100ml/hr.